Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device was noted to have an issue at initial startup. The alternating power (ac) inlet connector required replacement to address the issue. However, no repairs were performed because the device was scrapped.